Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
Reference MDR #1219856-2013-00057 for the related intra-aortic balloon (iab) report. It was reported that while in the cath lab the md prepped the iab per instruction. The iab was inserted via the right femoral distal to lt subclavian. Under fluoroscopy it was noticed that the iab catheter did not inflate and blood was seen in the line. Hence, the iab was removed and a new iab inserted. It was noted that the pt did not have torturous vessels. Additional information received on (B)(6) 2013 stated that the pump did not alarm to alert the staff that blood had entered the helium tubing. As a result, blood backed up into the pump. It is unknown if iabp therapy was delayed or interrupted or if the delay / interruption caused harm to the pt. There were no reported pt complications. The pt did not expire.